Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device interrogation, multiple episodes including one event of supraventricular arrhythmia was observed. Inappropriate hv therapy and atp were delivered. Programming changes were made. Patient condition was good.